Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the lower part of the display was missing an "element".no consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using the customer's batteries and an led segment on the led digits did not illuminate. During the operational testing the unit passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the unit was confirmed to have a failed led segment on the instrument circuit board causing an led to not illuminate. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the lower part of the display was missing an "element".no consequences or impact to patient were reported.